Event description:
It was reported that prior to an angioplasty procedure, the measures labeled on the box allegedly did not correspond to the measures of the product inside the box. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although no samples were returned, two electronic photos were provided for review. Photo one shows an outer packaging carton labeled for a 16x40 mm, but an inner packaging sleeve labeled for a 14x20 mm. Photo two shows an outer packaging carton labeled for a 16x20 mm, but an inner packaging sleeve labeled for a 16x40 mm. Therefore, the investigation is confirmed for the reported product labeling issue as the product inner packaging sleeves were seen to be incorrectly in the outer packaging in the photos. A lot sales review for the reported products and region was reviewed, and all 3 involved lots were seen being sold in the region. Therefore, the investigation is confirmed for the reported product labeling issue as the product inner packaging sleeves were seen to be incorrectly in the outer packaging in the photos. The definitive root cause of the issue was unable to be determined based upon the review of the lot sales information. Labeling review: a lot sales review for the products and region was reviewed, and all 3 lots were seen being sent to distribution center and then to a drop shipment facility in the region. Specific sales info beyond that could not be determined. No product repackaging or over labeling was reported to be done by the distribution center in the region. It is unknown how the products were incorrectly placed in wrong packaging. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the measures labeled on the box allegedly did not correspond to the measures of the product inside the box. There was no patient contact.